Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-mar-2019. The most recent information was received on 19-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhage") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological problems"), anxiety ("anxiety") and abdominal distension ("swollen belly"). At the time of the report, the genital haemorrhage, nervous system disorder, anxiety and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, anxiety, genital haemorrhage and nervous system disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhage") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological problems"), anxiety ("anxiety") and abdominal distension ("swollen belly"). At the time of the report, the genital haemorrhage, nervous system disorder, anxiety and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, anxiety, genital haemorrhage and nervous system disorder with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.